Manufacturer narrative:
Customer name and address: line 2 address: (B)(6). Postal code: (B)(6). Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported, the dilator could not be inserted into the hemostatic valve of a flexor ansel guiding sheath. When the user pushed the dilator with force, it kinked. The device was replaced with another manufacturer's long sheath and the procedure was completed successfully. There were no adverse effects to the patient. Upon evaluation of the device on (B)(6) 2022, it was noted that the sheath was delaminating.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Summary of event: as initially reported, the dilator could not be inserted into the hemostatic valve of a flexor ansel guiding sheath. When the user pushed the dilator with force, it kinked. The device was replaced with another manufacturer's long sheath and the procedure was completed successfully. There were no adverse effects to the patient. Upon evaluation of the device on 16jun2022, it was noted that the sheath was delaminating. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation with two dilators. After disassembling the hub, the inner lining of the sheath was noted to be delaminating, causing the sheath to be blocked. The 0.018-inch dilator was kinked, and the 0.035-inch dilator was damaged. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field, as there were no related non-conformances or additional complaints on the lot. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.